Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-may-2024, it was reported by the patient that five infusions set fell off due to which hyperglycemia occurs within two days of use. High blood glucose level was 180 mg/dl. Event occurred between 05/05/2024 and 04/23/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.